Event description:
It was reported that pump began burning and melting while charging with tandem charging supplies. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to let pump battery fully deplete before returning it, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump, provided goodwill charging supplies, and instructed customer to return problematic pump using prepaid label within 10 days.